Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned h3, h4, h6: device history lot device history lot a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397013 was released in two batches. ¿ batch1: lot qty of (B)(6) units were released on 27 aug 2019 with no discrepancies. ¿ batch2: lot qty of (B)(6) units were released on 12 sep 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H6: investigation summary, background: driver tip(299704230) galling this complaint involves two (2) devices investigation flow: damage visual inspection: the verse x25 inserter/tightener (p/n: 2997-04-230, lot #: gm5397013) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device (hexlobe drive feature) was stripped. The very distal portions of the tips were rounded, almost worn to the core. The stripped condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition was consistent with the complaint condition thus the complaint was confirmed. Conclusion: the complaint was confirmed during the investigation. After a visual inspection per guidance provided in, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the driver tip was discovered to have a damaged tip. It is unknown if there was patient or procedure involvement. This report is for one (1) expedium verse spine system inserter/tightener x25 this is report 2 of 2 for (B)(4).